Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported high readings with the adc device. The customer reported that they experienced a seizure and loss of consciousness, and was treated with insulin by both third-party and healthcare provider. Healthcare meter results of 18 mmol/l and 9 mmol/l were reported. Additionally had diet program adjusted by healthcare provider. As the customer did not provide readings from time of event, although high sensor readings were reported, it cannot be confirmed if sensor indicated hyperglycemia at time of event. There was no report of death or permanent injury associated with this event.